Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that she had to go forward to back up in here chair. The front wheels went off porch, main wheels stayed on the porch, consumer allegedly fell off the porch in her chair.